Event description:
It was reported that the zimmer air dermatome was skipping. An add'l harvest was required but no add'l intervention was needed. Another unit was available to complete add'l graft harvest.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 2 yrs old and this is the first time in for repair since purchased. The inspection found that the device was out of calibration. The cause of the reported complaint is likely the device out of calibration. This is due to a lack of preventative maintenance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.